Manufacturer narrative:
This report is submitted on february 04, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to improper placement of the electrode array. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 28, 2022.